Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm approximately one month ago. The iliac arteries were severely tortuous. It was reported that a cut down on the right side was performed successfully and the vessel was punctured for the advancement of the bifurcated stent graft. A cut down was performed on the left side in preparation for the insertion of the contralateral limb; however, during the puncturing of the left common iliac artery the artery was dissected therefore the physician was unable to advance the guidewire through the vessel. The physician elected to convert the bifurcated stent graft to an aorto-uni-iliac by implanting a talent converter. The physician ligated the dissected left iliac artery above the hypogastric artery and perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (arterial dissection); patient's condition affected effectiveness of device (severely tortuous iliac arteries). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely tortuous iliac arteries).